Manufacturer narrative:
The technician found the screws to the CPR and trend linkage were too long. The technician replaced the hex cap screws to repair the bed.

Event description:
Information received indicates the trendelenburg function will not engage.